Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy procedure, the device was being used in the anastomosis without a problem, however post-operatively the patient developed bleeding. To resolve the issue the patient brought back to surgery room 1 day after and the surgeon performed an protectomy for hemostasis.